Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died with death certificate noting cause of death to be cardiopulmonary arrest due to myocardial infarction, due to cardiomyopathy. Other significant conditions include diabetes mellitus, type 2. Manner of death was natural and no autopsy was performed.

Event description:
It was reported the patient died with death certificate noting cause of death to be cardiopulmonary arrest due to myocardial infarction, due to cardiomyopathy. Other significant conditions include diabetes mellitus, type 2. Manner of death was natural and no autopsy was performed. Follow up with clinic revealed last device check they have for this patient is a remote transmission approximately six weeks prior to death. Patient was in atrial fibrillation and there is no indication of any malfunction of the device. Unknown if patient was pacer dependent.